Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the use of the abbott diabetes care (adc) device. The customer experienced pain, bleeding, and a welt due to "the metal piece protruding from the adc device". The customer had contact with a healthcare professional (hcp) who prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.